Manufacturer narrative:
This report is submitted on june 3, 2022.

Event description:
Per the surgeon, the implant was initially incorrectly placed in the cochlea. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 03, 2022.